Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported "the pop off sutures were popping off to soon", it is referred to "suture breakage"? Please provide more details. When was the pop off sutures were popping off to soon (in the package, during removal from package, during handling or during use on the patient)? Please specify. Could you please confirm the event date and procedure date? Please provide the lot number: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and suture was used. During the procedure, the pop off sutures were popping off to soon. Not when they should. They opened a few. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - it was reported "the pop off sutures were popping off to soon", it is referred to "suture breakage"? Please provide more details - when was the pop off sutures were popping off to soon (in the package, during removal from package, during handling or during use on the patient)? Please specify - could you please confirm the event date and procedure date? - please provide the lot number: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.